Event description:
During a gyn procedure, while utilizing a harmonic scalpel, tissue was sticking to the harmonic scalpel jaws. After separating the tissue from the jaws, the right ovary began to bleed excessively and required removal to stop the bleeding.

Manufacturer narrative:
The facility did not save the device in question; therefore none was returned for investigation. However, the facility did return the packaging label from which we identified the device's lot number. The lot control sheet documenting the processing of the lot in question indicated that the instrument passed all applicable tests and inspections prior to release. No patient information was provided by the hospital.